Event description:
Patient was in ICU post ir dvt lysis/stenting case from yesterday. Ir received a phone call informing ir that the patients ekos catheter system was alarming. Nurse was instructed to ensure the unit was plugged in and the fluids in the catheter were running. Md dispatched to ICU to investigate. Ekos catheter was found to have stopped functioning however the fluids were still running. Patient was scheduled emergently to ir suite for resolution of malfunctioning catheter.